Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for a foot infection and high blood glucose levels. The reported blood glucose reading was 195 mg/dl. The customer also reported a motor error alarm during the basal rates. The customer had an MRI, but the insulin pump was in another room. Advised that the insulin pump would be replaced. Nothing further was reported.